Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the data management system (dms) revealed that the system asserted low glucose alerts at the time of incident. No malfunction was observed in the system since appropriate alerts were asserted when the glucose levels crossed the threshold levels. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an instance wherein a patient using eversense cgm system went through a hypoglycemia event and reported that the eversense cgm system did not provide an alert for low glucose. The patient was not able to provide the date, time and the specific values of her sensor glucose readings during the hypoglycemia event.